Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 387 mg/dl this morning, and when he treated with a bolus his blood glucose only increased to 459 mg/dl. Troubleshooting did not occur as the customer left to seek medical attention. No products were returned or replaced.